Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 453 mg/dl at the time of incident. The customer¿s current blood glucose level was 453 mg/dl. Troubleshooting was performed for high blood glucose and under delivery. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.